Event description:
Health professional called and reported a lap-band port would not allow any fluid to be injected in the port or withdrawn from the port site. The surgeon removed and replaced the port with a new port. According to the health professional, the pt had no weight loss prior to the explantation. Add'l procedures had been performed prior, due to the "port flipping". This surgery now was due to the "pt's lack of weight loss". The original port was not removed until this last surgery. The correct serial number for the device was not available from the surgeon's office.

Manufacturer narrative:
Taper ii. (B)(4). The lab could not confirm the reported alleged events. Performance testing showed no blockage and no resistance to flow. A nick/scratch was found on the port tubing, at the site of the stainless steel connector noted as surgical tool scratch like. In addition, analysis noted damage to the port septum and evidence of coring likely to have been caused by the use of a coring needle. A breakage with striations, in form of a surgical end cut, was found on the band tubing. There was no leakage from the port base. No add'l info has been reported to allergan regarding the correct serial number of the device. Device labeling addresses the possible outcome of a leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments".